Event description:
The physician intended to use a resolute integrity 2.75 x 26 mm drug eluting stent. The device was inspected with no issues noted. During advancement of the device through the guide catheter the device broke. The complete device was removed from the patient. No patient injury or clinical sequelae were reported. Device evaluation: the hypotube was kinked 81.0cm distal to the strain relief. The distal tip was flared. The stent was positioned on the balloon between the marker bands as per specifications. A number of struts on the 12th proximal segment were raised and deformed. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Deformation problem; related to operational context (the damage to the stent most likely occurred during the unsuccessful attempt to advance the device and/or subsequent withdrawal of the device within the guide catheter). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Related to operational context (the damage to the stent most likely occurred during the unsuccessful attempt to advance the device and/or subsequent withdrawal of the device within the guide catheter). (B)(4).